Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-00929/-00930/-00935).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The product has not been explanted as previously reported.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reported patient's allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. No revision surgery has been reported. Additional information received noted patient was allegedly revised on (B)(6) 2014 due to pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Operative report noted the presence of grey nodular synovitis consistent with metallosis. The modular head was removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reported patient's allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. No revision surgery has been reported. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received noted patient was allegedly revised on (B)(6) 2014 due to pain.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Legal counsel reported patient's allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. No revision surgery has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.